Manufacturer narrative:
The reported complaint is non-verifiable. The investigation of the returned balloon catheter found the device kinked at the distal tip of the strain relief and the balloon to be ruptured upon receipt, which is consistent with the condition described in the reported event. However, this investigation could not test the device for inflation and deflation due to the balloon rupture to assess the alleged deflation issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that an aneurysm at the cavernous segment was treated with balloon assisted coiling. The balloon would not deflate when negative pressure was applied. Two to three more attempts were made to deflate the balloon, but it did not deflate. The balloon was withdrawn into the guiding catheter and burst. There was no intervention or injury. The aneurysm was treated and all post dsa runs were clear and patient was extubated.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for investigation but the device has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that an aneurysm at the cavernous segment was treated with balloon assisted coiling. The balloon would not deflate when negative pressure was applied. Two to three more attempts were made to deflate the balloon, but it did not deflate. The balloon was withdrawn into the guiding catheter and burst. There was no intervention or injury. The aneurysm was treated and all post dsa runs were clear and patient was extubated.